Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used during a dilatation procedure performed on (B)(6) 2024. It was reported that the balloon burst. The customer stated that no pieces of the balloon detached inside the patient. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.